Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right implant was removed due to an infection and there was a problem with it and was removed on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va1v8xf serial# implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient representative (pt rep) reported the patient's (pt) ins was removed because of migration to the top of the skull where the opening was and it allowed seepage, leakage of fluid. They tried infection control and it took a few months before it was removed on (B)(6) 2019. Caller said the testing and infection was in the head not in the chest at all.